Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) spikes appear on the electrocardiogram waveform.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) spikes appear on the electrocardiogram waveform. There was patient involvement however, no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval), g1, g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11 corrected fields: d1. Customer reported, ECG signals were input into cardiosave via a biometric monitor for clinical use. This patient did not have a pacemaker, but the cardiosave ECG display showed pacing spikes and disrupted waveforms. A getinge field service engineer (fse) states the hospital staff has not contacted fse with a repair request for this case. Perhaps it was a clinical problem.

Manufacturer narrative:
Updated field: b4 , g3 , g6 , h2 , g1 (contact person ¿ mfg site), h11, e1 (event site telephone)corrected field: h6 (medical device ¿ problem code).

Event description:
N/a